Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The following devices were also listed in this report: delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 1260848. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the sales representative via phone that a right hip revision was performed. The head and the liner were exchanged due to infection. The same cat# for the head and liner were used to revise the ones that were implanted. No other delays or complications with the surgery. The surgeon does not believe that the infection was caused by the devices.